Manufacturer narrative:
The customer reported that the multigas unit will intermittently give a "gas external unit failure" error message. No patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multigas unit will intermittently give a "gas external unit failure" error message. No patient harm or injury reported.